Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to use, "arrow arterial puncture equipment features bent needle tip. No puncture is performed". No patient involvement.

Manufacturer narrative:
Qn# (B)(4). Upon further review it was determined that this was not a reportable event, thus, the initial MDR submitted on 15aug2024 should be retracted. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that prior to use, "arrow arterial puncture equipment features bent needle tip. No puncture is performed". No patient involvement.